Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow-up report will be submitted when the investigation is complete.

Event description:
A customer reported obtaining imprecise sequential readings on their adc meter. The customer reported that they obtained readings of 1.3 mmol/l and 12.2 mmol/l within a 10-minute timeframe. When plotted on a parkes error grid, the results fell in the 'c' zone, showing the difference in the values are considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.